Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive and a button error alarm occurred. It was also reported the numbers were scrolling on the insulin pump. Customer's blood glucose was 284 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer also reported condensation present on the insulin pump. Customer also reported a crack was seen on the insulin pump's case. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces during visual inspection. No button error alarm or unexpected numbers scrolling during testing noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, and a cracked belt clip slot.